Manufacturer narrative:
The customer reported that during a periodic check, the device powered on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is still ongoing.

Manufacturer narrative:
The device was re-evaluated at the repair center; it was reported that the issue was confirmed. The service engineer (se) noted that the user interface (ui) assembly was replaced. The device was cleaned and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the issue was confirmed. The se noted that the user interface (ui) assembly would need to be replaced. This investigation is still ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The key market (km) noted in the record, the customer declined service and repair. The km noted that the device would return to the customer unrepaired. No further details were provided regarding the event. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.